Manufacturer narrative:
H6. Eval code - conclusion code ¿ 22 is being updated to 67 for this event. Eval code method code- 4117 is being updated to 4115. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received from a company representative (rep) indicated on 2020-oct-19, the patient had her pump pocket revised and the pump was moved from right buttock to flank. At time of procedure, the healthcare provider (hcp) noticed some redness and possible breakdown around the pump in the pocket and replaced the pump as well in case of any infection. The hcp did not want return of the explanted devices. The existing 8780 {n807874001} was revised with a new 8784 {hg4jwlf19}. The medication in the patient¿s pump included morphine 25 mg/ml at 18.163 mg/day. The patient¿s weight was 124 pounds. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider via a device manufacturer representative regarding a patient receiving an unknown drug via an implantable infusion pump. It was reported that the skin at pocket site has thinned and pump needs to be moved. The cause of the event is undetermined. The patient was scheduled for pocket revision on (B)(6) 2020.